Event description:
This spontaneous report was received from a physician via company representative referring to a female patient of unknown age. Information regarding the patient's pertinent medical history, concurrent conditions and concomitant medications were not provided. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) by the physician (strength, lot# and expiration date were not reported) for unknown indication and left it in for about 40 minutes and wasn't seeing it work (device ineffective) so he removed and proceeded with a different method. The patient sought medical attention. Upon internal review, the event device ineffective was determined to be medically significant. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.